Manufacturer narrative:
Baxter received the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of 'pump indicated volume given from 1 liter bag was 1333 ml, and there was still fluid left in the bag. Overfill in the bag is not uncommon, but normally not more than 150 ml' which was found in the event history log but could be confirm the reported problem. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a volume indicated 1333 ml was given from a 1 liter bag and there was still fluid left in the bag. It was noted that overfill in the bag is not uncommon, but normally not more than 150 ml. The customer biomedical technician ran a flow test and found that the pump was delivering within tolerance. The event happened after delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.